Event description:
Additional information received noted that the issue was not product related. Per the physician the patient was doing well; the hematoma dissolved within days.

Manufacturer narrative:
Lead model 3873 lot# unknown implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient's trial went very well. After the trial the patient was implanted with a 3873 lead. Post-procedure the patient experienced a high level of low back pain that did not resolve with high dose narcotics. The patient had been in pain since the lead was placed, and it worsened when she moved her head at all. Stimulation was off during the event. An MRI was conducted and found an epidural hematoma from l1-t7. The patient was admitted to the hospital where the leads were removed. The patient's pain returned to the level it was at prior to the trial and it appeared that the hematoma dissolved on its own. It was noted that the patient was back at home.